Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were dislodged and causing phrenic nerve/diaphragmatic stimulation. The rv lead was repositioned and remains in use. The ra lead was attempted to be repositioned; however, when the lead would not advance, it was removed to obtain new access and use a different sheath and tissue was noted on the helix. The tissue was cleared from the helix and although the helix extended/retracted with ease, the lead "fell" when the stylet was removed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead, (B)(6) 2013. (B)(4).